Event description:
It was reported that a one link device leaked from its septum. This occurred after disconnection from a non-baxter drug transfer device, and led to chemotherapy leaking on the patient¿s skin. The nurse stated that the patient was cleaned up per the hospital¿s protocol. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.